Event description:
Luation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to preform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential contributing factor for the coolant hot errors may be a result of small gaps between the semi-rigid cable and thermocouple components at the inflow channel of the device. Due to an increased frequency of complaint events associated with error 209, acapa has been initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the device history records was performed for the applicator lots any deviation in manufacturing process related to the reported defect of the complaint. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
During microwave ablation procedure in the kidney, the mw generator stop working and gave message error 209. Cooling set was replaced and we restart the mw generator, the problem reoccurred. We performed a second attempt with a new probe but we got the same error message. The probe failed to work in both attempts and the doctor had to stop the procedure. The patient experienced bleeding from the kidney in result of two needle penetrations. It was reported the disposable devices are not available for return to the manufacturer for a device evaluation.